Manufacturer narrative:
Correction filed to report the UDI number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Eval code - conclusion code ¿ is being updated for this event. Eval code- result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specifications, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer for analysis.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 535 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient heard an alarm and went to see their hcp. The logs were read an a motor stall had occurred. The patient was immediately placed on oral medication. The pump was checked again the next day and it was still stalled. No MRI or any other external, environmental, or patient factors were noted to have caused or contributed to the issue. There was no troubleshooting done aside from checking to see if the pump had recovered. It was noted that the pump was replaced. The issue was noted to be resolved and the patient was "alive-no injury". The event date was noted to be (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.